Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 9/5/98 at a retail vendor. On 9/19/98 she sought medical treatment for a swollen and tender left ear and was prescribed antiobiotic.